Event description:
While reporting a revision of the patient's left hip, rep reported that the patient had a prior revision. A shell and liner were revised to a psl shell and liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: unknown liner; cat#unknown ; lot#unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience. Device not returned to the manufacturer.